Event description:
It was reported that balloon rupture occurred and was difficult to removed. The target lesion was a moderately calcified. A 3.0mm x 120mm x 150cm sterling sl balloon catheter selected for use to treat peripheral artery disease. The sterling sl catheter was advanced for dilation. However, the balloon ruptured upon inflation and was difficult to remove. The procedure was completed using an alternate method. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned incomplete, the tip and part of the inner shaft was not returned. About 75mm missing from the total length of the device. The outer shaft, inner shaft, and balloon were visually and microscopically examined. Visual examination revealed the inner shaft was separated and there was no tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred and was difficult to removed. The target lesion was a moderately calcified. A 3.0mm x 120mm x 150cm sterling sl balloon catheter selected for use to treat peripheral artery disease. The sterling sl catheter was advanced for dilation. However, the balloon ruptured upon inflation and was difficult to remove. The procedure was completed using an alternate method. No patient complications were reported.